Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing and no ramping numbers noted on the display. It was noted that the pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, a crack on the display window, and a stained end cap sticker.(B)(4).

Event description:
The customer reported via phone call that she received a button error alarm on the insulin pump. Customer stated that when she was checking her blood glucose and attempting to treat with a bolus, the up arrow button would scroll on its own. Customer then received a button error alarm. Customer attempted to replace the battery to resolve the issue but she continued to have a button error alarm. Customer was unable to clear the alarm. Customer's blood glucose was 108 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.